Event description:
A customer observed a negatively biased vitros phyt quality control result while using the vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur with patient samples. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a negatively biased phyt quality control result was obtained from the vitros 250 chemistry system. A definitive root cause could not be determined. However, a non-optimal calibration or an immuno wash fluid related issue cannot be ruled out as contributing factors to the event. The investigation found no evidence to suggest that the result in question was caused by a phyt slide reagent malfunction.